Event description:
The suspected usb cable was returned to the manufacturer on 11/30/2015. Analysis was completed on that usb cable. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that interrogation of a vns patient's generator could not be completed when using the tablet with its accompanying usb cable. When using a different usb cable, the communication was successful. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The return of the suspect usb cable is expected, but it has not been received to date.